Event description:
Additional information received confirmed that oversensing was reproduced during deep breath testing suspected to be due to myopotentials. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, low r-wave amp variation and noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead provocative testing and pocket manipulation was performed, however, no anomalies were observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.